Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Patient reported a right side capsular contracture baker grade IV. Patient reported "the right breast began to hurt and to increase in size in a very evident way, doubling in size when compared to the left breast. The patient sought a surgeon who ordered an MRI scan where a capsular contracture was diagnosed, corroborating the clinical diagnosis with an indication of grade IV contracture. The patient reported that the breast became very hard and the distortion of the prosthesis was very visible, besides being very painful and cold. Patient informs that her health has been getting weaker every day, without sleeping properly, with unbearable pain." The device remains implanted.

Event description:
Patient reported a right side capsular contracture baker grade IV. Patient reported "the right breast began to hurt and to increase in size in a very evident way, doubling in size when compared to the left breast. The patient sought a surgeon who ordered an MRI scan where a capsular contracture was diagnosed, corroborating the clinical diagnosis with an indication of grade IV contracture. The patient reported that the breast became very hard and the distortion of the prosthesis was very visible, besides being very painful and cold. Patient informs that her health has been getting weaker every day, without sleeping properly, with unbearable pain." The device remains implanted.